Event description:
The patient reported that the ok button will not respond. She reported the keypad is not damaged and the pump is not exposed to water. She also reported that the ok button is partially worn.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. It was found that the keypad symbols were worn.